Event description:
It was reported when the device was used during a nephrectomy procedure, the silicone membrane tore after it was inserted. The case was completed with a same like device with no pt consequence.